Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: tyrx-aae, absorbable antibacterial envelope; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infection. It was noted the system was implanted with a absorbable antibacterial envelope but the site displayed oozing blood and liquid approximately thirteen days post implant. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.